Manufacturer narrative:
Failure analysis revealed that no button error alarms noted. However, the insulin pump had intermittent button response (escape button) due to corroded keypad traces. Minor scratches on lcd window, cracked case at the lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and stained address/serial number label. Also, moisture damage on lcd board noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming a button error and alarm would not clear. Customer's blood glucose was 380 mg/dl. Customer explained alarm and possible causes. Customer reported he was sweating on the device a lot. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.